Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that the image was not displayed because a port or dp board malfunctioned. The legal manufacturer will continue to monitor the field performance of this device.

Manufacturer narrative:
No device was returned; the issue was resolved as an image stream field support engineer came onsite to set-up/install image stream video equipment appropriately. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an onsite visit to the user facility to perform maintenance on their operating room set-up, the olympus sales representative was informed the customer had to press the release button on their endoscope two times to get the image to unfreeze on their image stream video equipment/system integration. There was no patient involvement and no scheduled procedures.